Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709sc serial (B)(4) implanted: (B)(6)2010 product type catheter product ID 8709sc serial(B)(4) implanted:(B)(6) 2010 product type catheter product ID 8709sc serial(B)(4) implanted: (B)(6)2010 product type catheter patient code (B)(4) no longer applies to the pump or the catheter and instead (B)(4) applies to the pump and the catheter. Device code (B)(4) no longer applies to the pump and instead (B)(4) applies to the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-aug-07 reported the pump had stopped. The patient noted that the pump had stopped one time. The patient had fallen and went to the hospital. It was noted that an magnetic resonance imaging (MRI) was performed, and after the MRI the patient was in a lot of pain. It was noted that a manufacturer representative (rep) had come in and checked the pump and stated that the pump had stopped post MRI and had restarted prior to the rep coming to check on it. The patient stated that they were not aware the pump would be expected to stop while in the MRI field. The medication at time of the event was hydromorphone with an unknown dose and concentration. The patient reported the event date was unknown, but was in the 2011-2012 time frame and also noted 1-2 years ago the pump was stopped. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
It was reported patient was in the hospital with "bad pain and bad headaches". They were scheduled for a magnetic resonance imaging (MRI) to evaluate their back. Additional information received reported patient was seen in the emergency room with acute pain and hospitalized on (B)(6) 2012. The drug being used in the pump was dilaudid (hydromorphone). Additional information received reported through cerebrospinal fluid (csf) evaluation viral encephalitis was documented.

Event description:
Additional information received reported that the patient was to have an MRI of the lumbar spine due to back pain. It was noted the patient¿s back pain had gotten worse for the last approximately 6 months. The patient also noted numbness in his hands and legs which began approximately 1.5 to 2 months ago. The patient stated he believed his ¿harness¿ that was located at cervical spine 1 to thoracic spine 4/5 had "popped¿, because his lower back hurt. The patient could not lie down, sit, or stand for very long because of the pain. The pump was delivering bupivacaine and dilaudid. Additional information received reported that the hcp did not know what the patient meant by having a ¿harness¿. The hcp had not evaluated the patient regarding the patient¿s described event, thus he noted he had no idea what the patient was talking about. The hcp also stated there were no device or catheter issues that would be causing the patient to have back pain. It was working properly; and he noted imaging was normal. The hcp stated they would continue to monitor the patient with imaging.

Manufacturer narrative:
(B)(4).